Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charger a battery. The cause for the failure was isolated to contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was unable to charge a battery.